Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6), 2019, it was reported that the dermatome took the first graft too deep. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a screwdriver and 3" width plate, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was july 21, 2010 where it was reported that the handpiece takes the skin badly and the ball detent, thickness lever, bearings, motor, o-ring, damaged control bar, reciprocating arm, seal and retaining ring and poppet assembly were replaced. This is not a related issue. Product review of the air dermatome on march 5, 2019 revealed that the device was outside calibration specifications. The device operated within motor speed specifications but air was leaking from the swivel. The head and control bar had visible damage. The 3 inch width plate and screwdriver were also damaged. No hose or other width plates were sent in for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on march 5, 2019 which included replacement of the machined head, control bar, 3" width plate, screwdriver, motor, swivel, poppet assembly, reciprocating arm and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
Dermatome took first graft too deep (all the way from subcutis), still they managed to take suitable skin graft. Dermatome was used during whole operation with same speed. No additional adverse events were reported.